Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a small crack on the insulin pump. Customer noticed the crack during priming. Customer's blood glucose level was 76 mg/dl. Customer stated that the damage is right on the screen itself. The crack would be 1/4 inch on the screen. Customer's mother stated that it is so tiny that she only sees it when the light hits it. Customer had the top of the contour next link that seems to be missing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.